Event description:
It was reported that the pt lost effect from his therapy. A catheter revision and replacement was performed. The tip of the catheter was noted to have "black gunk" in the six side holes of the distal catheter. The intrathecal segment was taken out from the spine prior to cutting or disconnecting the catheter from the pump, so it was undetermined if there was retrograde flow of csf. There was a segment of the "old" catheter that remained in the pt due to scarring. The hcp was unable to extract that from the pt. The pump contained normal saline. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
The catheter segment has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.